Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and leads were advanced due to inadequate stimulation. No device malfunction was suspected. The explanted device was discarded by the medical facility.